Event description:
It was reported that the customer experienced diabetic ketoacidosis with blood glucose (bg) between 350-500. Subsequently, the customer was hospitalized. The customer alleged that the pump was not delivering insulin properly. Bg was treated with intravenous insulin and fluids. The customer also received two cardiac stents, however it was unclear if cardiac stents were related to bg event. Customer was released on (B)(6) 2019 with the issue resolved.